Event description:
It was reported that the g5 has an oxygen error. According to the patient, he was not home, when his unit stated to act up. He said there was an error on his device and had a difficult time breathing. He decided to go to the ER. He was there for 2 days where they gave him supplemental oxygen, antibiotics, and steroids. The patient has a history of copd and a-fib. The patient received a replacement 2 days after the event.

Manufacturer narrative:
The device was returned for evaluation on 03jun2025. The unit was returned with an "oxygen error" complaint, which was confirmed during inspection. The root cause was identified as a blocked feed port, caused by a muffler filled with dust and debris. This blockage led to high column pressure and low external oxygen levels. Additionally, the power input was found to be damaged due to wear and tear on the gold pad. Further inspection revealed that the compressor mounts were damaged, likely due to increased vibration from the compressor. The top housing was also replaced due to cosmetic damage. Replaced feed port assembly, power input, lower housing, top housing, uip.